Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned, analyzed and no anomalies were found.